Event description:
It was reported to philips that the x-rays stopped and the table started floating freely when the footswitch was pressed. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.